Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure. The patient had arrived to the emergency room and was taken for an emergent stent placement and was also placed on reopro. The patient was taking aspirin at home. A sheathogram was taken of the access site before the device was used. It was reported the site was "ok" for a device. It was reported that oozing was noted at the site after knot delivery and suture trimming. A pressure dressing was intended to be applied to the site. The drape was pulled back and "puffiness" around the site was noted. The pressure dressing was then applied. The patient was continued on reopro; heparin and plavix were also started. The patient was then transfeered to the ccu. Upon arrival to the ccu, the hematoma was noted to be "larger." Manual compression was held for an unspecified amount of time and then the site was re-dressed. The patient vomited, the reason was unknown. The hematoma was then described as "football" size. Manual compression was again applied for a "long time". The heparin and reopro were discontinued. A vascular surgeon saw the patient at three hours post-procedure and felt the hematoma was under control. The hematoma was reported to have spread distal, toward the genital area and to the back of the leg. The patient received 2 units of blood. The next day the patient was sitting up in bed and had orders to ambulate. The patient was expected to be discharged home the following day after ambulating.